Manufacturer narrative:
A follow up will be submitted following evaluation.

Event description:
A peritoneal dialysis patient reported during fill 3 the cycler alarmed for a fill complication. The patient was able to complete treatment. When removing the set the patient found fluid leaking out of the cassette. The patient contacted his nurse and was advised to take prophylactic antibiotics. During follow up the patient's nurse reported that the patient did not have any adverse events associated with the leak. The set was discarded.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."